Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the tip of a screwdriver shaft broke during insertion of a 1x40mm urs screw. It was also reported there was no delay in surgery. No further information is available at this time. This is 1 of 1 for this event reported on complaint (B)(4).

Manufacturer narrative:
The review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications (september 2011). Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.